Event description:
It was reported that customer experienced cartridge alarm 20 while using pump and had already loaded new cartridge. There was no adverse impact to the customer's blood glucose level. Customer followed support guidance to perform air removal steps and clean pneumatic tap, then successfully loaded cartridge, resumed insulin therapy, and issue was resolved.